Event description:
Nurse was administering an injection in patient's arm and the syringe squirted medication in employee's eye and mouth that was assisting with nurse and patient.syringe has an obvious crack in the outer tube about 1 inch long.====================== health professional's impression======================crack in syringe was not noticed by staff before using on patient.